Event description:
According to the complaint, samples from a patient that experienced a blood loss of 3 liters during delivery, were measured on the abl90 flex plus analyzer (serial number: (B)(6) and the following hemoglobin (hb) measurements were obtained: 1) (B)(6) 2025, 06:16 in the operating theatre: 127g/l (discrepant) 2) (B)(6) 2025, 06:16 in the lab: 66g/l (comparison) 3) (B)(6) 2025, 15:42 in the operating theatre (after blood transfusion): 98g/l (discrepant). 4) (B)(6) 2025, 15:24 in the lab (after blood transfusion): 66g/l (comparison). Based on these, the customer had reported the 127g/l and 98g/l hb measurements as false positive.

Manufacturer narrative:
Radiometer investigations of the provided data logs and no issues could be identified. No error codes during the reported incident, all qc values were ok. Based on the available data, the root cause is likely to be preanalytical, and the analyzer did not malfunction. Therefore, this incident does not meet the criteria for a reportable MDR.

Manufacturer narrative:
Confirmation was provided on 2025-08-18 that the measurement conducted on 2025-04-12, 06:16. The comparison should be 69/l, and not the 66g/l initially reported in the initial MDR report.